Manufacturer narrative:
On (B)(6) 2024, the customer reported new questionable troponin t hs elecsys results: on (B)(6) 2024: sample 4 the initial result was 25.6 ng/l. The first repeat result was 11.9 ng/l. The second repeat result was 5.03 ng/l. The third repeat result was 4.45 ng/l. On (B)(6) 2024: sample 5 the initial result was 12.5 ng/l. The first repeat result was 7.21 ng/l. The second repeat result was 7.92 ng/l. The investigation noted that around 15% of all patient samples processed in the laboratory showed inadequate sample quality (mostly clots and fibrin strands; film on the surface of the supernatant; particles and bubbles). Approximately 50% of these patient samples with mostly particles and film were tested for troponin t hs. There was no general reagent problem because the qc before the event was within range. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The investigation reviewed the calibration and qc data; the results were within specifications. The investigation reviewed the alarm trace; no issues were noted. The investigation reviewed the analyzer's sample foam detection (sfd) images; no issues were noted. The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t hs elecsys results from four patient samples tested on a cobas e 801 analytical unit. On (B)(6) 2024: sample 1 at 5:39 pm, the initial result was 19.7 ng/l. At 6:02 pm, the first repeat result was 14.2 ng/l. At 6:40 pm, the second repeat result was 12.9 ng/l. It was reported that the patient sample was run on a cobas ise, the reported e 801, and two c 503s. On (B)(6) 2024: sample 2 the initial result was 13 ng/l. The repeat result was 9 ng/l. Reported on (B)(6) 2024: sample 3 the initial result was 11 ng/l. The first repeat result was 7 ng/l. The second repeat result was 6 ng/l.